Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that after retaping the patient's endotracheal tube, the user manually ventilated the patient and transitioned the patient to the nkv-550 ventilator. Although the ventilator delivered ventilation, tidal volumes decreased to approximately 2 cc/kg, and alarms were triggered for low tidal volume (cc/kg) and loss of etco2. The patient lost vital signs, and manual ventilation was initiated. The patient then stabilized. The patient was transitioned to another ventilator, and ventilation was successfully maintained. The user reported there was no harm or serious injury to the patient. The respiratory therapist performed troubleshooting at the bedside, including a calibration attempt. The circuit check passed; however, the device check failed during the safety valve test and displayed the message, 'system failure ¿ make sure safety valve is installed correctly.' Following the removal of the ventilator from the patient's room, a biomedical engineer conducted multiple operational checks, all of which passed. After the device was returned to nihon kohden orangemed, it underwent comprehensive functional and performance testing. The device successfully passed all applicable tests during this evaluation. Log analysis confirmed that the patient was on simv-pc/ps, with pc 10 cmh2o, ps 10 cmh2o, peep 5 cmh2o, and fio2 100%. During the time period of the event, the ventilator continued to deliver the correct set pressure as programmed. The device recorded a significant reduction in tidal volume (vt). The ventilator initiated low tidal volume alarms as a result. During the event, the safety valve remained closed during ventilation, as evidenced by the pressure and volume data. Based on the available information, the reported ¿low tidal volume¿ is most likely attributable to an obstruction in the patient's airway and/or to endotracheal tube issues after retaping, rather than to a device-related problem.

Manufacturer narrative:
The failure investigation is ongoing. Nihon kohden orangemed llc will submit a supplemental report upon completion of the full investigation.